Manufacturer narrative:
The reported event was not confirmed. Visual (photo): four photos were received for evaluation. The first photo was a top view of the three-way catheter. The second photo a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap confirming the batch number ngjr2164. The last photo was of the tray labeling with batch number myjw1904. Received 1 all-silicone temp sensing foley catheter with sample port connector. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; therefore, device history review is not required. The reported event is unconfirmed; therefore, labelling and device history review is not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few days after placement, the foley catheter cuff lost fluid and was naturally removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a few days after placement, the foley catheter cuff lost fluid and was naturally removed.